Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report.

Event description:
As reported by an updated legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter. The patient reported becoming aware of the device being embedded and unable to be removed sometime within the same year as the filter was implanted. An unsuccessful percutaneous removal attempt was performed within the same year that the filter was implanted. According to the medical records the indication for the filter implant was left leg deep vein thrombosis in the presence of a uterine mass that would require biopsy and workup. The filter was placed via the right internal jugular vein and deployed at the level of l3. The renal veins were identified at the level of l2. There were immediate complications. Approximately nine years post implant a computed tomography scan was performed to assess the ivc filter. Results of the scan noted that the filter perforated the ivc at four strut positions, twelve o¿clock by 2.2 millimeters (mm), two o¿clock by 2.1mm, four o¿clock and ten 0¿clock by 1.9mm. Incidental findings of the scan noted marked degenerative disc disease at l5-s1, hepatic steatosis with hepatomegaly and 2 low density lesions, thought to be cysts, a large right anterior pelvic wall hernia containing non-strangulated loops of small bowel, sigmoid colon diverticulosis and a small sliding hiatal hernia. There is currently no additional information available for review.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter. The indication for the filter placement was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.